Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy w/ lymphadenectomy surgical procedure, the large clip applier could not apply clips due to lose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large clip applier was inspected prior to use and found to be without issue and used previously in the same case to clip other lymph nodes. The issue occurred prior to clip application (instrument in patient). The instrument moved without issue, but the cable became loose when attempting to change the angle of the jaws. The issue occurred after second or third attempt of clip application during the case. The procedure was completed using back up instrument of same kind.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a loose grip cable at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the clip test. The root cause loose instrument grip cables is attributed to a component failure. Additional observation related to the customer reported complaint: the instrument was found to have one cracked clamping pulley at the proximal end. As a result, the grip cable became loose. Improper cleaning during reprocessing most commonly causes this failure. Root cause of this failure is attributed to the mishandling/misuse. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The large clip applier part# 470230-12/ lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4). With 40 uses remaining. No image or video clip for the reported event was submitted to isi for review. The probable root cause of difficulty applying a clip is attributed to a damaged grip cable leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.